Event description:
It was reported, the pt had experienced stimulation in an unintended area. It was also reported, the pt was not receiving adequate coverage. On (B)(6) 2012, the pt underwent a trial procedure and adequate coverage was obtained. The pt is scheduled to undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.